Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event was due to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire could not be inserted into the left ventricular lead. Another lead was used, and the patient was stable before, during, and after the procedure.